Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to the fisher & paykel (f&p) healthcare service centre in california where it was inspected by a trained f&p healthcare service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p healthcare service technician. Results: performance testing of the subject pcb confirmed that the audible alarm was functioning as intended. Conclusion: we are unable to determine the cause of the reported speaker fault. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) .we are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in california reported that the audible alarms of a mr850 respiratory humidifier were not functioning. There was no reported patient involvement.